Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system displayed a red change battery indicator and the uninterruptible power supply (ups) was beeping. To restore functionality, the ups was replaced and the imaging system was restarted. The imaging system then passed the system checkout and was found to be fully functional. The ups has not been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system would not power on. It was noted that the uninterruptible power supply ((B)(6)) of the unit was also beeping. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode. If information is provided in the future, a supplemental report will be issued.